Event description:
It was reported that during a rotational atherectomy procedure, the console failed to show rpm readout. During prep for the procedure, the physician used a rotalink burr to test the rotablator console and the rpm readout showed as normal. The physician proceeded to perform rotational atherectomy with a rotalink burr. The physician could hear the burr spinning but the rpm readout on the console failed. The physician exchanged the consoles and completed the case with the same rotalink kit. There were no patient complications reported.

Manufacturer narrative:
Device manufactured date: manufactured in july 1997. Device evaluated by manufacturer: the console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 78 krpm; the maximum turbine rotational speed reached was 231 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. There is a slight gas/air leak at the pilot valve / turbine pressure switch. The console fails the leak test (leakage exceeds specified 5 psi / 1 minute), but still functions properly, given the age of the console, this is most likely due to normal wear and tear. The console rotational speed display functions properly, thus the root cause could not be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, the console failed to show rpm readout. During prep for the procedure, the physician used a rotalink burr to test the rotablator console and the rpm readout showed as normal. The physician proceeded to perform rotational atherectomy with a rotalink burr. The physician could hear the burr spinning but the rpm readout on the console failed. The physician exchanged the consoles and completed the case with the same rotalink kit. There were no patient complications reported.